Manufacturer narrative:
The manufacturer previously reported alleging a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues. The device failed a step during testing. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.